Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2018-00041 thru 3003853072-2018-00045.

Event description:
It was reported that a torque limiting handle did not limit the torque applied to four blockers during surgery, and the threads on all four blockers were damaged. The procedure was completed using alternative blockers. There were no reports of patient impacts associated with this event. This is report three of five for this event.

Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. There were no indications of deformation or device problems. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a torque limiting handle did not limit the torque applied to four blockers during surgery, and the threads on all four blockers were damaged. The procedure was completed using alternative blockers. There were no reports of patient impacts associated with this event. This is report three of five for this event.